Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown message that would not clear off the screen during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'improper shutdown would not clear off screen' was not reproduced. A review of the event history log (ehl) revealed 'improper shutdown!'. The ehl cannot be used to determine the cause of the improper shutdown events or confirm that the device powered off without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.